Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a procedure, a small metal tip of the microcrater's inserter broke off and was trapped within the anchor and bone. It is unknown if there was a delay or back up available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during right hip labral repair, the small metal tip of the microraptor's inserter broke off and was trapped within the anchor and bone. No delay and the same device was used to complete the procedure since it was secured in the patient. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The material is manufactured and intended as an externally communicating device, not approved for implantation; therefore, long-term implantation data is not available. The patient impact beyond possible corrosion, local irritation/discomfort, and/or migration of the possible retained inserter cannot be determined. No further medical assessment can be rendered at this time a relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.